Event description:
Device issue: none. Adverse event: thrombosis. Time of adverse event: post stenting procedure. It was reported that on (B) (6) 2009, a 2.5x8 mini vision stent was unsuccessfully implanted. On (B) (6) 2010, the 2.5x8 mini vision was treated for in-stent restenosis using a 2.5x8 promus stent. The patient was discarded home on (B) (6) 2010. On (B) (6) 2010, subacute thrombosis (sat) reportedly occurred during the patient's travel 5 days post stenting procedure. The physician commented that the sat is not related to the mini vision. There were no reported adverse patient sequelae. No additional information was provided. (B) (4)

Manufacturer narrative:
(B) (4). (B) (4). The multi-link mini vision (part # 10078729-08, lot # 9010541) indicated is being filed under a separate medwatch MFR number. Evaluation summary: thrombosis is a known adverse event as listed in the promus instructions for use (IFU) and no fault risk assessement matrix. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Reportedly, the promus stent was implanted to treat in-stent restenosis of the mini vision stent, it should be noted that the promus IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 3.75mm. The IFU also states that: the safety and effectiveness of the stent has not been established for subject populations with in-stent restenosis. In this case, it cannot be determined whether the IFU deviation contributed to the reported patient effect. Although a conclusive cause cannot be determined for the reported patient effect, there is no indication of a product quality deficiency. All stent delivery subjects are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.